Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck on the update screen at 7%. The update did not progress further, and the screen eventually entered sleep mode, preventing normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the update screen. A field service engineer (fse) identified that the system was offline in remote support service (rss), unplugged the backup battery and turned the device off. Fse tried to reboot the system, but the screen displayed that it was attempting to complete windows updates. Fse ran the device for 25 minutes, reimaged the system, verified the working of printer, eliminated the component manager on the reimage for remote support services to reconnect, but the unit continued the show the failure. Fse then verified the settings, identified a wrong time zone and corrected it to indiana east and confirmed that the unit came back online and critical override was no longer an issue. Fse then performed a general cleaning, verified the cable connections, rerouted the printer cable and removed the debris and medication. The system functioned as intended after the field service engineer had repaired the device.